Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead body was twisted along it's whole length. This is indicative of overtorque being applied to the extension/retraction mechanism. The whole lead jumped with release of the fixation knob from the release of the pent-up torque. The helix mechanism issue was confirmed as a result of blood/body fluid infiltration.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited helix extension issues. The physician tried multiple positions but all had low sensing values. The rv lead was eventually explanted and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.